Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had text missing from their insulin pump's screen. The customer stated there was not physical damage to the insulin pump or screen. Customer's blood glucose was 133 mg/dl. The customer was advised to replace their insulin pump.

Manufacturer narrative:
Insulin pump received with partial display and missing segments due to cracked zebra connector. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.